Event description:
The patient's device was turned off when he was about 70 feet from a meter reader. It was confirmed that the doctor checked the patient's device to make sure the magnetic reed switch was disabled, it was not. The reed switch was then disabled and he was receiving effective therapy.

Manufacturer narrative:
Extension model 7482a51, serial# (B)(4), implanted: 2008-(B)(6), extension model 7482a51, serial# (B)(4), implanted: 2008-(B)(6), lead model 3387s-40, lot# v062132, implanted: 2008-(B)(6), lead model 3387s-40, lot# v052172, implanted: 2008-(B)(6), (B)(4).